Manufacturer narrative:
Company comment: the serious events of inflammation and infection at implant site, purulent discharge and the non-serious events of oedema and pain at implant site were considered expected and possibly related to the treatments. The serious event of granuloma skin and the non-serious event of induration at implant site were considered expected and possibly related to the restylane refyne treatment but unexpected and unrelated to the restylane refyne treatment as no treatment was performed in the affected area. The serious event of tooth abscess was considered unexpected and unrelated to the treatments. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root causes include injection procedure associated with inadequate aseptic technique or spread of infectious focus from oral cavity or a foreign body reaction to the product in the local tissue. Alternative etiology or potential contributory factor includes concomitant filler treatments. Restylane refyne was used off-label in lip area. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane refyne investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. A follow-up will be performed to obtain additional information including lot number and current status of the patient. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-feb-2024 by a physician which refers to a female patient of an unknown age. The patient had history of psychosis with unspecified steroids. She was negative for rheumatology, autoimmune diseases, immunosuppression, recent dental work or vaccination. No information about history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with 1ml of restylane contour to midface using cannula and 1ml of restylane refyne to mentolabial area and lip lines and shadow using needle (unknown lot number, injection technique). The restylane refyne was injected to lips (off label use of device). The patient also received treatments with 1ml of rha3 to piriform and mentolabial area, 1ml of vollure to nasolabial fold, and 2ml of voluma to cheeks and prejowl area using needle. According to the physician, the patient received around 6 ml of fillers for full face treatment for the first time. Two to three weeks after the treatments, the patient developed inflammatory (implant site inflammation) pink nodule/granulomatous filler reaction (granuloma skin) lateral to left side of nlf, lateral to vollure injection site, which became purulent (purulent discharge), cystic looking and drained independently. Since then, early nov (unknown year), other filler in left midface rha3 and contour was rock hard (implant site induration). Over a month period, the nodule had worsened, and nearby filler became inflamed despite twice incision and drainage (I and d) treatments and there was extensive purulent drainage. The patient was treated with intralesional kenalog [triamcinolone acetonide], 5fu [fluorouracil] and hylenex [vorhyaluronidase alfa] 2 to 3 times. She was also given antibiotic doxycycline [doxycycline] 100mg bid for two weeks and then mino [minocycline hydrochloride] 100mg bid, clarithromycin [clarithromycin] 500mg bid for 4 weeks. The patient underwent bacterial culture twice and result was negative and the punch biopsy tissue was sent for pcr of bacteria, mycobacteria, deep fungal and none were found. From mid-december (unknown year), the patient was getting better after starting 30 mg of pred [prednisone]. This treatment was delayed due to history of psychosis with steroids. In late (B)(6) (unknown year), the inflammation progressed again despite ongoing treatments with 40mg pred, mino and clarithromycin. Then, the physician referred the patient to a dentist to rule out dental abscess because filler reaction was not getting under control. The dentist found two dental abscesses (tooth abscess) and teeth were removed. The patient was started on augmentin [amoxicillin sodium, clavulanate potassium] thereafter clindamycin [clindamycin] for 10 days. No orocutaneous fistula was found and the oral surgeon did not think that the initial purulent nodule was a dental sinus. There was no improvement in filler reaction weeks after dental tooth removal in january (unknown year). Thereafter, the physician stopped treatment with pred, and inflammation worsened. In late (B)(6) (unknown year), the punch biopsy was performed on rock hard mid cheek and result showed few multinucleated giant cells, mostly just edema, minimal neutrophils and stains were negative for bacteria and mycobacteria. The physician had a favorable diagnosis of granulomatous filler reaction, cystic subtype versus ongoing reaction to biofilm bacteria (implant site infection) from dental abscesses that seeded the filler, even though culture was negative for more than 3 times. Since then, the physician had injected the patient with 0.2 ml of k40 [lidocaine hydrochloride, triamcinolone acetonide], 0.2 ml of 5fu and hylenex. There was minimal change and spontaneous purulent drainage numerous times. The patient had intermittent impressive edema (implant site oedema) of left face with pain (implant site pain) waking her from sleep. The physician had spoken to numerous plastic surgery consultants and dermatologists who thought mouth bacteria likely seeded filler endogenously, likely biofilm, even though culture was negative. The reporting physician would attempt to dissolve the filler aggressively and the patient may currently have been treated with 150u of hylenex. The physician consulted the ID for other ideas for antibiotic coverage as well. Outcome at the time of the report: inflammatory was unknown. Pink nodule/granulomatous filler reaction was unknown. Purulent was unknown. Rock hard was unknown. Dental abscesses was unknown. Biofilm bacteria was unknown. Edema was unknown. Pain was unknown. Restylane refyne was injected to lips was recovered/resolved.